Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the a no power issue associated with a battery compartment moisture ingress. It was reported the issue was experienced on (B)(6) 2017. Reportedly, the patient¿s blood glucose on an unknown date was 368 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the black box showed evidence of moisture ingress on the display inside the pump. A leak was found in the battery compartment. The battery cap fit securely. The battery cap was fastened and unscrewed a half turn with no reboots occurring. No power interruption was duplicated. The pump cover was removed to find further moisture corrosion to the printed circuit board and to the continuous glucose monitoring module. The no power complaint was unable to be duplicated during investigation.